Event description:
Report received from canada regarding a hand piece device that was allegedly getting hot and squealing. The event occurred during pre-testing and was not used during surgery. Reportedly, there was no delay in any surgery, and no injuries or medical intervention were reported. No information was provided for spare device availability. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The actual hand piece device has been returned and evaluated. Reliability engineering tested the device, and the customer's reported condition of heat could not be confirmed or duplicated. The device passed the acceptance test and is functioning within specification. If additional information is received, a supplemental report will be sent accordingly. (B)(4).